Event description:
Device issue: failure to deploy - suture foreign material on suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after advancing the knot toward the vessel and positioning the knot "several ways" with the suture trimmer, when the suture trimmer was removed, bleeding occurred. When tension was applied to the suture to control the bleeding, the suture pulled out of the vessel. Although the physician believed that "the tension was not that strong," "he felt he had pushed the (suture) trimmer toward the vessel with a little strong force." Additionally, the physician noted "some kind of substance on the knot." The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.